Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that on friday that patient's (pt) device was 'zapping' and/or 'firing' for about 20 seconds at different strengths. When the pt checked the implantable neurostimulator (ins) with icon, it showed 'por' message. The pt mentioned that on thursday they were doing some work on the house and 'zapped the bejesus' out of themselves while touching a plug in the wall. The pt last had ins checked a year ago and said they remember the ins having 25% life left. Agent reviewed the por message displays in most instances due to low battery or due to emi and both of those are potential factors in the por message displaying on friday. Agent advised the pt to follow up with managing doctor to have por cleared and ins checked. The pt mentioned that despite having por message, they are not experiencing significant symptoms.